Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient is deceased and the family is wondering if the device was working appropriately. It was also reported that "two hours past the last ventricular fibrillation (vf) episode the threshold could not be secured."

Manufacturer narrative:
The device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.